Event description:
It was reported that the device had an electrical reset. The device was restored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A power on reset (por) for critical ram parity error occurred on (B)(6) 2013. A patient alert for device circuit error occurred on (B)(6) 2013. Concomitant products: 5076 implantable pacing lead: (B)(6) 2008. (B)(4). (B)(4).